Event description:
It was reported that the patient underwent a surgical procedure and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent excision of eroded mesh on (B)(6) 2010.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 and (B)(6) 2013 due to sui and vaginal wall prolapse. It was reported that the patient also patient underwent mesh revisions on (B)(6) 2011 and in 2010 due to pelvic pain, inflammation surrounding surgery from a previous sling, and possible sling erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and a mesh was implanted. The dates are not specified. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-13572. The same patient is represented in each medwatch.